Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.

Event description:
Additional information was received that the cause of the backup (bvvi) was due to the settings not being enabled prior to the scan, and high voltage therapy was not available while the device was in backup mode.